Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: inside part broke off mid shaft. Probable root cause: deformed cutter teeth. Incorrect gap between cutter/housing. No/minimal clearance between cutter and housing. Excessive runout . Excessive wear/gall. Incorrect diamond grit size/ type and coating process. The device manufacture date is not known.

Event description:
It was reported that the device broke during a procedure. All pieces were retrieved.